Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated which confirmed loss of capture, noise, and low out of range pacing impedance on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event. The patient was stable.

Event description:
Additional information received indicated that noise resulted in oversensing on the atrial lead.